Event description:
It is reported from that the infusion sets did not delivery insulin, resulting in a hospitalization in ICU. Customer stated that there was no insulin delivery for 7 days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.